Event description:
Ous MDR - this rv lead was reposition 1 month after initial implant. Noise on both the ra and rv lead was noted. When the pocket was opened, insulation damage was noted on the ra lead, which is believed to have possibly happened during the rv lead revision in (B)(6) 2011. The rv lead was not returned for analysis, but the ra lead was.

Manufacturer narrative:
Upon receipt, a setrox s and a linox s were subjected to an extensive analysis. Their performance was scrutinized. The analysis of both leads demonstrated multiple signs of wear, which can be considered as the root cause for the observed noise on the ra and rv lead. Based on the characteristics as well as the location of the damage, it is reasonable to assume that the lead had been subject to severe mechanical stress in the pocket area as well as in the region of the tricuspid valve. Further observations on both leads resulted most likely from the explantation procedure. The analysis did not reveal any sign of a material or manufacturing problem.